Manufacturer narrative:
Investigation findings: the product is a vendor supplied product. Modern medical is the vendor. The lot number identified within the report was received under po 1024314. Purchase order part number part description receipt date receipt quantity lot number 1024314 '25-3003 deluxe skin stapler 35w (30 ea) 06/22/2011 40 110401183. A total of (B)(4) cases of the product were received. No additional complaints have been filed for the reported issue and the lot number identified. The product is a vendor supplied product. The vendor, modern medical was issued (B)(4) in reference to the report. The qc complaint specialist followed up with the customer to obtain the sample. The sample was received on 03/13/2013, but was a biohazard. Prior to shipping the sample to the vendor it had to undergo a sterilization process. Once it was completed the sample was shipped to the vendor. Additional follow ups were performed by the qc complaint specialist for the outstanding scar. The dates of follow up were: (B)(6) 2013. The scar response was received on 04/10/2013. Correction: as per the customer's request a replacement was shipped on order # (B)(4). Root cause analysis: (B)(4): the returned stapler (received on 04/09/2013) was checked, it was found that there was no defect on the parts of the stapler and the stapler had still have 26 staples remained. Reviewed the stapler by firing test of 11 staples without load; the staples formed correctly and had a good sharpness under 15x magnification. Reviewed the stapler by firing test of the rest 15 staples on 35a silicon piece, the staples formed correctly but sometimes the staples only caught hold of a thin-layer silicon if the silicon piece was sunk and caused greater distance to stapler when the staples penetrating into.

Event description:
Stapler would not grip skin and bring it together, the staples were lying on top of the skin.